Event description:
A malfunction alarm identified as malf 9 was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range, so there was no adverse impact to the blood glucose level. The customer will continue to use current pump for insulin therapy.